Event description:
Sabratek 6060 pump alarmed "malfunction-9". Pt & family denied pump being dropped or exposed to moisture. On usual inspection of pump there were a few very small drops of moisture in the cassette chamber near the air in line detector.